Event description:
A pt reported experiencing an instant headache, trouble speaking, coughing, congrestion, and flu-like symptoms after three impressions were taken using jeltrate plus alginate impression material. The pt reported that the symptoms resolved within fifteen minutes of being administered benadryl.